Event description:
Reporter alleged blood glucose measured 92 mg/dl back to back with a result of 260 mg/dl when testing was performed 2 minutes apart. Customer stated the night before testing glucose read 231 mg/dl before she "blacked out" and was taken to the hospital where was treated with an IV of unk substance for high glucose. No actions were taken or treatment received relative to the back to back testing. A request was made for the return of the suspect device and replacement product was sent.